Event description:
It was reported that the balloon ruptured. An athletis 6.0mm x 40mm x 50cm balloon dilatation catheter was selected for use for shunt stenosis in the forearm cephalic vein for vascular access intervention therapy (vaivt). The procedure was being performed to treat 90% stenosis. The target lesion contained moderate calcification and no tortuous severity. The physician inserted the catheter, and upon the second treatment of the area the balloon ruptured after inflation at 20 atm for 30 seconds. The catheter was removed as intended, and surgical observations found a vertical rupture in the balloon. The procedure was able to be completed successfully using a different device without sequela.

Manufacturer narrative:
Pro code: (B)(4).

Event description:
It was reported that the balloon ruptured. An athletis 6.0mm x 40mm x 50cm balloon dilatation catheter was selected for use for shunt stenosis in the forearm cephalic vein for vascular access intervention therapy (vaivt). The procedure was being performed to treat 90% stenosis. The target lesion contained moderate calcification and no tortuous severity. The physician inserted the catheter, and upon the second treatment of the area the balloon ruptured after inflation at 20 atm for 30 seconds. The catheter was removed as intended, and surgical observations found a vertical rupture in the balloon. The procedure was able to be completed successfully using a different device without sequela.

Manufacturer narrative:
D2b pro code: dqy. Device eval by manufacturer: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual examination of the balloon identified a longitudinal tear in the balloon material approximately 4mm in length, located in the distal region of the balloon. A visual and tactile examination identified no kinks or damage to the shaft, nor damage to the tip, which may have potentially contributed to the report from the field. The device encountered difficult patient anatomy as it was stated that the lesion was described as 90% stenosed and located in a moderate calcified vessel, which would likely have contributed to the balloon rupture.